Manufacturer narrative:
Pump passed self test, however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus. Verified pump alarmed pump error 38 on 09/15/2022 00:41:16.000 in pump downloaded history. Verified the pump alarmed pump error 43 alarm in the pump history download on 09/13/2022 21:43:21.000 due to corroded motor home switch. Verified the pump alarmed pump error 53 alarm (line number 5632 file number (B)(4) ) in the pump history download on 09/10/2022 19:58:28.000 and pump error 53 alarm (line number 1541 file number 2002) on 09/13/2022 21:44:41.000 due to moisture damage to the pcb1 and pcb2 board. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained keypad overlay and torn display window cover. Confirmed rewind anomaly and confirmed cosmetic damage to display window cover during analysis. No damaged or missing retainer ring noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: information received by medtronic indicated that the insulin pump had rewind anomaly, pump error 38, pump error 43 and pump error 53. Cosmetic damage was observed during the analysis. Troubleshooting was performed and the customer was advised to discontinue the use of the pump. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noticed the crack on the screen, insulin pump didn't rewind and retainer ring was loosed, damaged. No harm requiring medical intervention was reported. Troubleshooting was performed . Customer will discontinue to use the device. The insulin pump will be returned for analysis.